Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study via a company representative (rep) reporting that the patient¿s weight.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) for a clinical study reported a loss of pain relief in the neck. It was reported to be related to the device or therapy and not related to the implant procedure. There was a report that there was a previous lead migration in march but now complains of pain in their neck. An explant/replacement of the lead on (B)(6) 2018 occurred. The issue was resolved without sequelae on (B)(6) 2018. Additional information received reported a lead fracture seen on (B)(6) 2018. The complaint of pain in neck due to fall during (B)(6). No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4) implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) of a clinical study regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient experienced increased pain due to a fall during a hurricane and malfunctioning of the device. There was lead migration/dislodgement. The event resulted in an unscheduled clinic or office visit. The lead was explanted and replaced. Etiology indicated the event was related to the device or therapy, but not related to the implant procedure. The outcome was resolved without sequelae on (B)(6) 2018. No further complications were reported or anticipated.